Event description:
It was reported that the small battery drive device would not work. The event was not reported to have occurred during surgery. There were no delays to a planned surgical procedure. It was not reported that a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4): the previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.if additional information should become available, a supplemental medwath6ch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and there reported condition duplicated and confirmed. The assignable root cause was determined to be due to various worn components and ball bearing deterioration from immersion during cleaning which is failure to follow the directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.